Event description:
On (B)(6) 2014, the reporter contacted lifescan USA alleging that the subject meter (onetouch ultralink) read inaccurately erratic. The reporter claimed obtaining a blood glucose reading of "150mg/dl" with the subject meter, however no other results were provided. It is not known whether the reported result meets lifescan's criteria for precision as not enough information was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.